Event description:
It was reported that the user experienced loss of cgm readings on the ilet when using a dexcom g7, after which the user elected to replace the sensor and declined assistance pairing the new sensor. Symptoms included no reported clinical effects. Outcomes included no reported health impact or medical intervention, or interruption of therapy beyond user-initiated sensor replacement. Investigation included troubleshooting and education offered by support. Investigation of this case revealed no confirmed device malfunction and no identified defective component, as the issue resolved through user sensor change without further evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.

Manufacturer narrative:
Initial.